Event description:
Pt reports leaking extension kit pt states that one of the cadd extension kits was leaking shortly after they set up a new mix this morning (B)(6) 2023. Pt had to waste that cassette, but had remodulin on hand so was able to mix a new cassette. No further info, details or dates available. Did the product issue cause or contribute to patient or clinical injury? No is the actual device available for investigation? Unknown did we replace? Yes did the patient have a backup they were able to switch to? Yes if yes, was the patient able to successfully continue their infusion? Yes is the infusion life-sustaining? Yes. Event resolved. Return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. No additional information available at this time. Reported to cvs/caremark by: patient/caregiver.